Event description:
On (B)(6) 2009, the pt stated she received an e10 (cartridge error) on her insulin infusion device while changing her cartridge. To troubleshoot, the pt confirmed she is using the correct battery type and stated she changed the battery 1 week ago. She was then instructed to perform the cartridge change procedure again and she received another e10. She inserted a new battery into her device, repeated the cartridge change procedure and again the e10 was displayed. She stated the piston rod is making an unusual sound, as it is trying to rewind, but it is not moving. She stated her device has not been dropped. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.